Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the right atrial (ra) lead experienced a possible micro dislodgement, pauses, and unstable thresholds. The lead was re-programmed and then repositioned. The lead remains in use. No patient complications have been reported as a result of this event.